Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The recurrent mitral regurgitation (mr) and tissue injury appear to be related to the procedural condition of the partial clip movement. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement, tissue injury and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (fmr) with grade 4. A mitraclip xtw was implanted without any issues. The mr was reduced to less than 1. Post procedure the mr exacerbated to grade 3, therefore a transesophageal echocardiogram (tee) was performed on (B)(6) 2022. The tee revealed an mr grade of 2-3 and the anterior mitral leaflet clip arm appears to be protruding towards the left atrium. In addition, the imaging confirmed a leaflet tear but the clip remains stable on the valve. This event resulted in a follow up with extended hospital stay for one week. No additional information was provided.